Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of inappropriate high voltage (hv) shock due to noise and increased pacing impedance noted on the right ventricular (rv) lead. There was alleged lead damage on the rv lead, but none was confirmed with imaging. The rv lead was capped to resolve the event and the patient was stable and will continue to be monitored.